Event description:
It was reported that during insertion, the iab could not be fully advanced through the introducer sheath. Because of this, the iab was removed and replaced. There were no pt complications.